Event description:
We received notification of this issue through a lawsuit, so limited info is available. The pt is making a claim for personal injuries from an accident that occurred while wearing our product.